Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result from the meter between 7-8 am was 3.8 inr. On a coaguchek xs professional meter at the hospital, the result was 2.5 inr. The customer stated this testing was performed within an hour or so. The customer stated between (B)(6) 2018 and (B)(6) 2018, the inr results ranged from 1.7 inr to 4.2 inr week to week. There was no allegation of an adverse event. The customer was not anemic or polycythemic, was not on heparin/lovenox/thrombin inhibitors, and had no antiphospholipid antibodies. There were no changes in medication or illnesses. There was no bruising or bleeding noted. The customer was eating a "summer diet of more greens at the time". The therapeutic range was 2-3 inr. The suspect meter and strips were requested to be returned for investigation. Retention test strips (lot 281241) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 281241) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.